Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found that the distal extrusion was kinked at 11cm distal to the port. An examination of the crimped stent found that the mid-section of the stent was compressed. No other damage was noted with the stent and no issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Predilation was performed using an unspecified 1.5x20mm balloon catheter. A 3.00x32mm promus element plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.